Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 524 mg/dl. The customer was treated for the high blood glucose with manual injections. The customer stated that they received a new insulin pump but does not know if the device is properly delivering insulin. The customer stated that they find it hard to hear the motor pumping insulin. The customer did not have a tubing clamp to finish trouble shooting. The customer did not return the product back for analysis.